Event description:
It was reported that high capture threshold and high impedance were observed. The lead was explanted.

Event description:
It was reported that during a radical right nephrectomy procedure, on the third firing while stapling over the renal vein. The device was fired, held for compression for about five seconds then the staple line blew. They converted to open, the surgeon got control of it with his hand and applied a vascular clamp. The patient lost 3000cc of blood; had to be transfused and sent to intensive care unit. The patient is currently doing well. (B)(6).

Manufacturer narrative:
Analysis found that the outer insulation was abraded between 9.5cm and 11cm and between 12cm and 13cm from the distal end. The blue cables were exposed in these areas. The abrasions were due to friction from the inside out. This damage is not related to the complaint. The electrode ring was covered with body tissue which may have caused the reported impedance anomaly. Electrical continuity for the returned lead portion was normal. Without return of the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.